Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
The customer reported via telephone call that the batteries did not last long in the battery. The customer also received a weak battery alert. The batteries were not previously used and the customer did not perform excessive button pressing. There were no unattended alarms. The customer was unable to complete troubleshooting. The customer did not recall the blood glucose reading. The customer had received multiple weak battery, low battery, and bad battery alarms.